Event description:
Boston scientific received information that this left ventricular (lv) lead was fractured with high impedance measurements and loss of capture. The physician was sending the patient for consult. The patient was recovering from flu and probably did not feel any loss of lead function as reported. No revision was done yet. The lead remains in service. No additional adverse patient effects were reported. Additional information received that the physician will not do the revision or anything to the patient due to patient's age. The patient and the family wanted to avoid any possible surgeries. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.